Event description:
A malfunction alarm was reported, identified by the code malf 9, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem happened again.